Event description:
The customer stated that the cell-dyn ruby analyzer has been generating error messages of shear valve position error and rbc overpressure error. The shear valve was replaced in order to resolve the issue. No impact to patient management or user safety was reported.

Manufacturer narrative:
(B)(4). An expanded investigation was conducted to evaluate this issue. A product correction letter and customer reply form will be sent to all active cell-dyn 3200, 3500, 3700 and ruby customers who received the affected part numbers. The product correction letter will instruct customers to return the customer reply form to abbott acknowledging the receipt and understanding the issue or request assistance. The non-conforming parts will be replaced in the field through a four-month mandatory technical service bulletin (tsb) issued for each of the cell-dyns involved.